Event description:
Occurrence: entrapment. Round nurse heard pt call out for help. Found pt caught between kinair iii bed siderails and the mattress. Only pt's feet were on the floor. Pt was helped down to the floor with the assistance of other staff. Only injury was minor abrasion.